Event description:
Patient reported no sound percept using the device. The pt was seen at implant center for device evaluation. Upon review of the x-ray, the surgeon observed that the electrode array was not in the cochlea correctly. Revision surgery was scheduled.